Event description:
Event occurred regarding transpac® IV monitoring kit w/30 ml squeeze flush device, 10 ml contamination sheath syringe and filter where it was stated in the report that transpac IV monitoring kits were leaking at the yellow clamp. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: five used list #46114-41, transpac® IV monitoring kit w/30 ml squeeze flush device, 10 ml contamination sheath syringe and filter; lot #13681174. The reported complaint of leakage was not confirmed on all the sets returned. No visual anomalies were observed on the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed on all the samples. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR: 06nov2025. Corrected information can be found in d10 - concomitant product null and e4 - initial report sent to FDA, section e initial reporter (throughout), g2 - report source and h11- additional MFR narrative. Additional contact information: (B)(6).